Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted the mean pressure gradient was 1mmhg. One clip was successfully implanted, reducing mr to a grade 2. The gradient increased to a 2-3mmhg. To further reduce mr, an additional clip was inserted, and grasping was performed. However, while grasping, the gradient increased to 8mmhg. Due to the increased gradient, the physician inverted the clip and attempted to retract into the left atrium (la). However, the clip was unable to pull back into the la as the clip was caught in chordae. The physician attempted to close the clip but was unable to do so. It was then observed the clip arms jumped open to 180 degrees. The clip was no longer attached to chordae; therefore, the clip was retracted into the la. While in the la, the clip was still unable to close, and the clip arms again jumped to 180 degrees. After this, the clip was able to close completely and was removed without further issues. The procedure was discontinued, and mr was reduced to a grade of 2. The gradient returned to baseline as well. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficult to open or close associated with difficulty closing the clip. Clip jumpiness, however, was confirmed. Difficult or delayed positioning-anatomy during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported difficult to open or close associated with difficulty closing the clip, jumpy clip at the account during the procedure and the difficult or delayed positioning associated with the clip interacting with anatomy, could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.